Event description:
Pt has a zenith aaa endovascular graft implanted in 2000 during the clinical trials. Pt returned to the facility in 02/2004 for the customary three year follow-up and CT scan. During the CT scan a noticeable endoleak was detected. An angiogram was performed, confirming a type iii endoleak at the ipsilateral leg graft and main body graft connection site. Two days later, the procedure for the aaa repair of the ipsilateral leg graft disconnection was scheduled. Deployment of an iliac leg extension at the location of the disconnection, bridged the two grafts together with a good overlap of all devices noted. It appeared that the endoleak had been resolved. Upon the repair of the right leg graft it was noticed that a slight endoleak was still evident. A closed viewing under fluoroscopy revealed that the contralateral iliac leg graft was close to disconnecting from the main body graft, with only about a 1-2mm overlap with the contralateral limb. An iliac leg extesnion was deployed at the site, reinforcing the connection by bridging the two devices together with the recommended stent overlap, ensuring a good seal of the aneurysm. At the time of the procedure, the physician noted some aneurysm growth, recording the size of the aneurysm at 6cm. Final angiogram noted good overlap of all grafts at the junction sites with no visible sign of any endoleaks. Procedure was concluded and deemed a successful aaa repair. Please refer to 1820334-2004-000142 for additional info.